Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors instrument to perform failure analysis. The 6mm monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 4.06mm x 1.66mm in size. Additional observation related to the customer reported complaint: due to the broken adapter, a detached fragment was observed, which was not returned with the instrument. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the distal tip of the 6mm monopolar curved scissors instrument tube adapter was broken. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer identified the issue prior to using the instrument on the patient. There was no report of a fragment falling in the previous case that the instrument was used in, nor were any fragments missing from the tip of the instrument. The case was completed robotically.